Event description:
Dr. Indicated the zirconia abutment fractured in the patient¿s mouth.

Manufacturer narrative:
(B)(4). Customer reported the complaint with reference to an edax, lot 1063189. However, the product returned was an edazx. A review of the order history for the customer identified lot 1053014 as the potentially correct lot number. The correct lot number could not be verified through contact with the customer. Therefore an investigation of both lots was completed. As it is more likely that the customer recorded the incorrect item and lot information for this particular patient rather than sent the wrong fractured abutment, the item and lot number are edazx, lot 1053014. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.